Manufacturer narrative:
(B)(4).

Event description:
Anatomy involved: artery of the lung. According to the reporter:upon firing the reload, it was noted that there was bleeding coming from the staple line. It was not determined what the integrity of the staple line was and there was no feedback on the staple shapes. Current patient status: according to the surgeon, the patient is still alive, but not doing well. The surgeon did mention that the patient had many clinical issues that could have contributed to the negative outcome of the procedure and there was no way conclude the exact cause. Was there patient injury/hazard: yes if yes, describe injury/treatment: the patient had to be put on bypass was there user injury/hazard?: no was there patient involvement: yes was the device used in patient: yes another manuf reinforcmt material used?: no were other manufacturer product used?: no unanticipated ext for incision more 1in? No unanticipated blood loss more than 500cc: no was the delay over 30 minutes: yes if yes, did delay affect the patient? Patient was put on bypass device fragment fall in patient cavity? No what was done to correct condition? Patient had to go on bypass. Comments ftr comment:the surgeon was unable to provide feedback on the characteristics of the staple line. They did see bleeding after the firing. They would like to see if the reloads show indication of having been fired properly.